Manufacturer narrative:
Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found 2 additional issues reported for item: (B)(4), lot: 862170. Combination: these 2 complaints for item (B)(4), lot: 862170 have the same complaint category of function. There were also 4 other complaints for item (B)(4) with the related complaint category of function, bent. Results of investigation relayed to contact via etq email log. Device not returned; inconclusive-root cause cannot be determined; known inherent risk of procedure - condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During surgery, the needle bent on proximal part when it was used to insert anchor in shoulder. Consequently, it was not possible to insert the thread into the cap. Another bypass needle was used to finish the surgery. No additional holes were drilled to complete the surgery.